Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a partial power on reset. Five parity errors were recorded that may have occurred due to the radiation therapy the patient was receiving. The last error occurred on (B)(4) 2011.

Event description:
It was reported that the patient was undergoing radiation therapy and the device displayed invalid data as a result of parity errors. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the patient was undergoing radiation therapy and the device displayed invalid data as a result of parity errors. The device remains in use. No patient complications have been reported as a result of this event.